Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Pressure sensor- patient side. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech calle din for help on 8100 unit serial # (B)(4). Case resolution: tech called in for help on 8100 unit having failure when pressure sensor patient side occlusion keeps failing when running pm test, will need to replace pressure sensor the bottom sensor, but its ok to replace both sensor but you don't have to. But once replace and unit put back together run calibration test make sure both sensor is working correctly. But if still failing after being replace unit has to come in for services repair. Tech thank me for my assist. (B)(4).